Event description:
Nurse was preparing solution for irrigation usage during surgery. Nurse was putting saline syringe in "baciium". The solution became gel-like, the mixture should have been brown liquid.

Event description:
Bd medical surgical quality assurance has evaluated report. A review of complaint database did not reveal any other incidents of this nature with bd normal saline flush syrings. A review of the batch records for the specific saline flush syringe lot (406821c, exp 07 mar, 2006) showed all release specifications were met. This includes, but is not limited to, saline concentration, ph and sterility. The bacitracin MFR (x-gen) was also contacted and they indicated there were no related issues associated with the MFR of this lot or with the bacitracin product line. Based on examination of the used syringe sample returned, MFR is unable to link the issue reproted to that syringe. The used syringe sample was sent to an independent lab for analysis. It concluded that the used syringe returned to bd contained compounds not associated with bacitracin or saline and that this syringe may have been used or exposed to other medications. As a MFR of normal saline flush syringes bd is required to instruct that medicine reconstitution is not an indicated use of product. As stated in package insert, bd pre-dilled normal saline flush syringes are intended to be used only for the flushing of indwelling vascular access devices.